Event description:
It was reported ten days after implant that the patient's right ventricular (rv) lead had high pacing thresholds. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.